Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced the high blood glucose and insulin pump had pump error alarm. The customer¿s blood glucose was 403, 150 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to clear the alarm but it just comes back up after 5 to 10 seconds. Customer stated that they were not able to rewind the insulin pump. The customer declined the high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarm due to pump error 38 alarms. (B)(4).